Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife stated that the customer was hospitalized due to low blood glucose levels. During the hospitalization, the insulin pump was exposed to an x-ray scan. The wife stated that the customer's blood glucose reading was 256 mg/dl when he was admitted, but he was feeling symptoms of low blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was correct. Advised to speak with his doctor to make sure that his settings are correct. Nothing further was reported.